Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The break/separation/detachment was not confirmed. However, the shaft was noted to be bent and the stylet was kinked. The guide wire exit notch was torn distally. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that prior to the procedure, the rx xience prime 2.5x38 stent system was found to be broken. The device was not used and there was no patient involvement. There was no reported clinically significant delay in the procedure. Though requested, no additional information was provided. Return device analysis revealed that the stent system shaft was not separated but kinked. However, the guide wire exit notch was found to be torn.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.